Event description:
It was reported that approximately two years post implant of a laparoscopic adjustable band, the port flipped. Two of the hooks were still in the fascia but others were not. The port was removed and a new port was implanted. The patient is doing well.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis.